Manufacturer narrative:
Device not returned

Event description:
It was reported that multiple occlusion alarms occurred. There was no reported impact to the customer's blood glucose (bg) level. During troubleshooting, a new cartridge was loaded onto the pump and the pump performed as intended. The customer reverted to an alternate method of insulin therapy.